Event description:
On (B)(6) 2011, (B)(4) microsystems rec'd a complaint from (B)(6) hospital regarding sub-optimal processing resulting in over-processed tissue from a protocol which commenced on (B)(6) 2011 and completed on (B)(6) 2011 using peloris tissue processor (B)(4).

Manufacturer narrative:
Method: instrument logs were evaluated as part of the complaint investigation process. Results: the instrument logs showed that the configuration of the reagent stations and the reagent thresholds differed for MFR recommendations. The differences identified were not considered by (B)(4) microsystems to have either caused or contributed to the sub-optimal tissue processing reported. The protocol used for the run exhibiting sub-optimal tissue processing differed markedly from the equivalent MFR recommended protocol, and had been edited by a supervisor level user immediately prior to commencement of the run. The edited protocol was not validated according to the standard operating procedure for the laboratory and/or the local regulatory guidelines in order to ensure that the protocol met the performance requirements of the laboratory, as recommended by (B)(4) microsystems.